Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, service history review, power on self-test and a review of the alarm log were performed. The f4 alarm was not verified during device evaluation. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-4 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.